Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that there was no patient injury associated with the vent. The user facility reported that the subject device was used during a diagnostic ebus procedure, and the users experienced a complete loss of the ultrasound image, but the video image worked appropriately. The staff reported that the procedure was not completed, as they did not have a spare device to complete the procedure. The device referenced in this report was returned to olympus on (B)(4) 2011, for evaluation. The evaluation did not duplicate the user's report of ultrasonic image loss. Both the ultrasound and video images were found to operate appropriately. The evaluation found minor scratches on the light guide tube and ultrasound cord. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report, in an abundance of caution.

Event description:
Olympus received a medwatch that stated, "patient scheduled for ebus bronchoscopy as an outpatient. Unable to perform procedure due to equipment malfunction. The visual component of the scope malfunctioned. Patient recovered in x-ray until sedation wore off and was then sent back to (B)(6)."